Event description:
While using the stryker pi drill #010 in a transsphenoidal pituitary case, the 3mm precision round burr began malfunctioning while in the hub. The burr had been inserted into the mis 13cm attachment, which was connected to the mis hub that is then attached to the drill cord. The scrub tech inspected the malfunctioning burr, and while trying to remove the burr, the top of the burr broke off, leaving the shaft of the remaining burr still in the mis 13cm attachment. The broken tip of the burr was black (rather than silver), and the resident using the drill reported that it was also overheating in his hand during use. The drill burr and attachment were removed from the field and replaced with stryker pi drill pan #017.